Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test did not start on his adc blood glucose meter, noting the issue started in (B)(6) 2017. Customer further reported that because of the meter issue he could not receive a reading result so he did not know what his blood glucose status was. It was further reported that on (B)(6) 2018 around 5:30-6:30 am he experienced a loss of consciousness. Customer denied having felt any symptoms prior to the loss of consciousness. Customer¿s wife administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported products were returned and investigated. Performed visual inspection on the meter and no issues were observed. Meter powered on with button depression and test strip insertion. Performed control solution testing and the meter did not start when the control solution was applied. The meter was sent for further investigation and de-cased. Upon visual inspection of the pcb (printed circuit board), blood, dirt and hair contamination was observed. No product deficiency was identified. This also serves as a correction report. (Test strip lot number) and (expiration date) were inadvertently omitted from the initial MDR 30 day report. (Pma510k#) were incorrectly document in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reported the test did not start on his adc blood glucose meter, noting the issue started in (B)(6) 2017. Customer further reported that because of the meter issue he could not receive a reading result so he did not know what his blood glucose status was. It was further reported that on (B)(6) 2018 around 5:30-6:30 am he experienced a loss of consciousness. Customer denied having felt any symptoms prior to the loss of consciousness. Customer¿s wife administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.